Event description:
It was reported that the pt had primary surgery in 1995. Revision surgery in 2006, due to insert wear.

Manufacturer narrative:
Additonal information has been requested and if received will be supplied on a supplemental report.